Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that the customer had the iabp power down unexpectedly on a patient on a helicopter after landing. After talking to the flight crew, the fse determined there was a great possibility that the flight crew mistakenly removed the only battery out of the battery bay and that powered down the iabp. The customer flies with one battery in the first battery bay and an external getinge power supply in the second battery bay. When the flight crew landed the power to the helicopter was turned off effectively leaving only the battery to power iabp. The flight crew then reached around the pump and blindly released the external power supply to add a fresh battery in place of the power supply and the pump powered down. The customer then heard the beep tone of the daughter board which is the tone that is given by the iabp when it loses line power and battery power. Looking at the power logs confirmed this to be true. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer cleared for clinical use (B)(6).

Event description:
The customer reported that during helicopter transport, the intra-aortic balloon pump (iabp) shutdown when transferring from ac to battery power. There was no adverse event reported.